Event description:
It was reported that on (B)(6) 2025, a 16-14mm amplatzer pda was chosen for implant using a 7f amplatzer torqvue delivery system for a pda (patent ductus arteriosus) procedure. During the procedure, while deploying the occluder dud not expand properly. The 16-14mm amplatzer pda was retrieved outside the patient prior to release from the delivery cable inside the patient. Another 12-10mm amplatzer pda was chosen as a replacement but it also did not expand properly, therefore it was retrieved out and a new 12-10mm amplatzer pda was implanted and the procedure was completed. The deformed devices was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.